Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a maryland bipolar forceps instrument was chipping. The procedure was continued as planned with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the insulation part at the base of the jaw looks slightly chipped. No thermal damage was observed. There were no broken cables at the wrist. No material was missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken bipolar yaw pulley near the cable routing. Broken piece was not missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.